Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small and a hemostatic valve leak issue occurred. Blood leaked from the sheath when they tried to remove the ablation catheter and replace it with an octaray. The hemostatic valve was damaged. The issue was resolved by replacing the carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small to another new one. No patient consequence reported. Additional information was received on 28-jul-2024. The section where the issue was observed was the hemostatic valve. The issue was leakage. The sheath was being used on the patient. No air entered the patient¿s body. A few drops of blood was lost, but the exact amount was unknown. Additional information was received on 06-aug-2024. The hemostatic valve was not seen on the outside of the hub, so it probably dislodged inside the hub. They have not been able to confirm this in detail due to infectious case. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. No air entered the patient¿s body. No needle product was used with the carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000355 and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).